Event description:
It was reported that during the procedure, after performing pre-dilatation with a non-abbott balloon dilatation catheter, a 2.5x15 xience v rx stent delivery system (sds) was advanced over a balance middleweight (bmw) universal ii guide wire, into a non-abbott guiding catheter, and toward the heavily calcified, concentric, 90% stenosed, de novo lesion in the moderately tortuous distal right coronary artery, but the xience v was unable to cross the lesion. While withdrawing the xience v into the guiding catheter, resistance was felt between the xience v and the distal end of the guiding catheter, and the proximal end of the xience v stent became flared when the stent caught the distal end of the guiding catheter. The procedure was completed using a new non-abbott guiding catheter and a 2.5x12 xience v sds. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight (bmw) universal ii, guide cath: zenyte jr3.5. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Guiding catheter resistance and stent damage were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.